Event description:
It has been reported that the AED did not pass the self diagnostic check.

Manufacturer narrative:
Device analysis found no fault with the device. The battery was found to have an open internal fuse. .